Event description:
It was reported that during an unknown procedure, the device could not articulate even if moved articulating lever. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition with no cartridge loaded; however, the articulation mechanism was damaged. The device was tested for functionality with a test cartridge and it fired conforming; however, the staples malformed. The device was disassembled to examine the condition of the internal components and the articulation gear teeth were noted to be broken; no other anomalies were noted.